Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon (no image) was duplicated due to the internal failure of the subject device, which was caused by the screw inside the video connector coming off. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was caused by the internal failure of the subject device due to the screw inside the video connector coming off. And, omsc considered that the screw coming off might be caused by the following. Since more than five years have passed since the manufacturing and installation of the subject device, it was surmised that the screw fixing the video connector part gradually became loose and came off, due to the repeatedly endoscope connecting/disconnecting for a long-term. It was surmised that the screw tightening became loose, due to the applying an external force to the video connector when connecting and disconnecting the endoscope by the user, such as pushing the endoscope forcibly, shaking the connection, and disconnecting the endoscope without unlocking the locking lever. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed when a camera head was connected to the subject device, and also found that the video connector socket had come out externally due to an internal disconnection of the video connector socket. There was no report of patient injury associated with this event.